Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous defibrillation lead had been exhibiting an increasing shock lead impedance measurement. The shock impedance was now out of range according to the shock lead impedance test. A guidant technical services (ts) consultant recommended testing the lead with synchronous maximum energy shock delivery or doing inducation with maximum energy therapy programmed as a true test of the lead integrity. It was reported that all other lead measurements were stable and there was no noise on the shock electrogram. No adverse patient symptoms were reported.